Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Consultant reported: during an anterior cervical decompression fusion procedure, when inserting the adjustable cervical distractor, it broke at the joint going over the distraction pin. Nothing broke off into patient, nothing to retrieve. Surgeon was able to use another distractor from the set and completed procedure with no further problems. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The item was received broken at the weld joint and was not repairable. Device was received no evaluation was performed.